Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a motor (motor issue) issue. It was alleged that the piston was not retracting. It was alleged that the piston was not retracting. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 13-nov-2017 with the following findings: during investigation, the piston was able to rewind and advance properly. A review of the pump¿s black box and alarm history showed no alarms or data activity related to the original complaint. The original complaint of a piston motor issue was unable to be duplicated. There was no defect found.